Event description:
The account's maintenance stated after replacing the head motor, he plugged the bed in and the head motor started running on its own.

Manufacturer narrative:
The account's maintenance found a short in the testport circuit board. He replaced the testport circuit board to repair the bed.